Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. The evaluation reported that the abnormal noise was caused by the device converter. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the electrosurgical unit exhibited abnormal noise. The event occurred during preparation for use, prior to an unknown procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
Correction: the device evaluation also noted the abnormal noise was caused by the oscillation board. This report is being supplemented to provide a correction and additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the abnormal noise was a failure of the light emitting board or a failure of the converter. The instructions for use (IFU) states the following: chapter 7 troubleshooting if the electrosurgical unit is visibly damaged, does not function as expected or is found to have other irregularities during the inspection described in chapter 3, ¿installation and connection¿ and chapter 4, ¿inspection¿, do not use the electrosurgical unit. Contact olympus. Olympus will continue to monitor field performance of this device.

Event description:
Additional information received from the customer reported the procedure was completed with a similar device.